Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an venotomy closure of a right common femoral vein was attempted using a proglide device after a mitraclip interventional procedure. Reportedly, after suture deployment there was difficulty removing the needle plunger and removing the device. Reportedly, this was possibly because a guide wire was in the access site and the sutures/foot of the proglide device possibly became stuck with it. Although there was resistance, the proglide device was able to be removed without force. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, a guide wire was in the access site. It should be noted that the perclose proglide instructions for use states: backload the device over the guide wire until the guide wire exit port of the sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.